Event description:
(B)(4). I'm now having a hysterectomy to remove these things.

Event description:
(B)(4). Ongoing issues since day 1- weight gain, foggy head, lack of sex drive, hair loss, loss of memory, sharp pains in lower back as well as stomach. Decaying of teeth, horrible periods sometimes lasting 2 weeks, extreme fatigue, depression, no motivation to do anything and anxiety.